Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, no failure was identified related to the touch screen issue.

Event description:
It was reported that the touch screen was unresponsive. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 348 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.